Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is atom. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that package damage was found before use with a IV set/n35/j/20drop/f/std/6 5cm/ll. The following information was provided by the initial reporter, "the shelf carton was damaged. The package was damaged too." 5 occurrences reported.

Event description:
It was reported that package damage was found before use with a IV set/n35/j/20drop/f/std/65cm/ll. The following information was provided by the initial reporter, "the shelf carton was damaged. The package was damaged too." 5 occurrences reported.

Manufacturer narrative:
H.6. Investigation summary: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. H3 other text : see section h.10